Event description:
It was reported that the patient had tripped on a hose and fell. An alert for low impedance was later issued through merlin.net. The lead also exhibited capture anomalies. The physician elected to explant and replace the lead. Upon explant, an unknown metal was observed to be protruding from the leads body. No patient symptoms were reported and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the inner and outer insulation were damaged/crushed as a result of clavicular crush at 24.7 cm to 25.7 cm from the connector pin, which exposed the inner and outer coils. The outer coil was visible outside of the lead body at 18.2 cm from the connector pin and was consistent with explant damage. The damage found likely resulted in the reported low impedance and capture anomalies.